Manufacturer narrative:
The pump was received with intermittent button response and button error alarm due to corroded keypad traces. The pump had cracked display window corner, scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 1242mg/dl. The customer states the s button was pressed for more than 2 minutes and the alarm occurred. The customer states trying to have replaced the battery, but the issue persist. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.